Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and in addition, the following reportable malfunctions were identified during the device evaluation: flickering and noise are visible in the image, no image is output, poor image quality (color variation), circuit board malfunctions, dust inside the product and lastly, corrosion/rust of scope socket. However, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h4, h6, h11.

Event description:
No additional information received from customer.

Event description:
It was reported the video processor was not working properly, touch screen sometimes hangs on olympus logo and sometimes it remained black. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.